Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of hyperglycemia. The reporter states the patient had elevated blood glucose for a day prior to the hospitalization. He was brought to the ER in the evening of the event day. Upon admission, his blood glucose was >300 mg/dl. He was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report, detailing the results of the evaluation.